Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 79-year-old female with a past medical history of coronary artery disease (cad) and peripheral vascular disease (pvd) presented with acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d. An impella cp was implanted via percutaneous left femoral arterial access. The device functioned as intended during support at p-8, providing approximately 3.5 l/min of flow with d5w sodium bicarbonate as the purge solution. During support, the patient¿s left leg became dusky and pale, and distal pulses were not detectable by doppler, raising concern for potential limb ischemia. In the context of the patient¿s underlying pvd, the physician elected to remove the device. Following explant, the patient¿s blood pressure remained stable. The patient survived the event; however, the overall patient condition was reported as critical. The event of ischemia appears consistent with a vascular complication potentially related to underlying peripheral vascular disease and femoral arterial access rather than device performance.